Event description:
The following has been reported: biomed reported: an lvp pump was reported that pump needs service. Customer cleaned the av (actuator valve) pins and loading guides. When cleaning found the loading guides sticky. While testing pump no problem found. Customer searched through the history log and there were no serious alarms. There was no report of patient harm or of the issues stopping an active infusion. Biomed also reported there was a loud clicking sound when testing pump. A preliminary review of the logs identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for sticky pins. The device was put through several mock infusions which it passed without issue. The device was opened and the fva was inspected, the pins, while not perfectly clean, were still very clean and not in danger of sticking due to contaminant depositing. The pins were cleaned regardless and pump passed subsequent infusions.